Event description:
Implant procedure was done on (B)(6) 2013 states that physician had multiple attempts to cannulate the coronary sinus using different techniques, wires and catheters but failed. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).